Manufacturer narrative:
Follow-up # 1 ¿ (11/13/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/15/2013 and 11/5/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began towards the end of (B)(6) 2012. The patient reported blood glucose results of "637 mg/dl" with the subject meter and "227 mg/dl" on another meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin through pump therapy. It is not known if the patient made changes to her usual diabetes management routine. After the start of the alleged issue, the patient claims she felt sick and had a symptom of thirsty. The patient was admitted into the hospital and administered novolog insulin, levemir insulin and metformin pills (amounts not specified). The patient reportedly was diagnosed with an "enlarged liver." At the time of troubleshooting, the cca noted an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's claim that the blood glucose result was higher than expected correlates with the patient's symptom and treatment. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.